Event description:
During a lar procedure, after firing, there were no staples present. A new stapler was fired and it was fine. No pt consequence.

Manufacturer narrative:
Eval summary: the instrument arrived in good visual condition and loaded with a fully loaded with staples cartridge. The instrument was tested with a test cartridge, and it cycled, fired, and formed all the staples as intended. Event described could not be confirmed as device fired conforming. Cartridge batch a5ca5d.